Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) performance data from the device indicates the device recorded a vdd and vreg monitor por (power on reset) on 23 oct 2009. Pors of this type are related to the power supply of the device. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device experienced a vdd electrical reset. The device was also noted to be at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) performance data from the device indicates the device recorded a vdd and vreg monitor por (power on reset) on (B) (6) 2009. Pors of this type are related to the power supply of the device. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It is noted that during normal operation, an event caused a transient high current condition on vdd resulting in a momentary decrease in voltage vdd supply. The glitch detection circuit initiated a power on reset firmware operation.